Event description:
Following a ptca procedure, an angio-seal device was placed. During the deployment sequence as the physician pulled upward on the suture, he felt a "pop" and noted a corresponding movement of the suture. The physician completed the deployment, following which persistent oozing was noticed from the site. Manual pressure was held and the oozing was controlled. An unknown length of time later, the patient developed signs and symptoms of occlusion. The pt was taken to surgery where the pt was observed to have approximately 60% plaque within the vessel. The angio-seal anchor was observed to be seated properly within the vessel. Both the superficial femoral and the common femoral arteries were noted to be occluded with approximately 6 inches of thrombus formation. The device was removed and an embolectomy was performed. It is the inserting physician's opinion that the anchor originally hooked on plaque within the vessel. The "pop", he surmises, was the movement of the device to the form in which it was found by the surgeon. The pt reportedly tolerated the procedure well, as was discharged home the following day. As of 04/10/1998 there has been no further report of further complication or pt sequelae made to the MFR.